Manufacturer narrative:
Additional failure analysis was performed and the following information was provided: for clarification, the instrument was found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp captured inside the welded grip. The complaint was confirmed by failure analysis. A device history record (DHR) review for the device involved with the reported event was completed. No non-conformances were identified to be related to this complaint. The probable root cause of the imprecise motion in the yaw direction is attributed to dislodged grip cable crimp.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis corrected the findings. The cadiere forceps was analyzed and the grip cable crimp was dislodged and the instrument would not open or close due to it. The instrument was found to have the cable crimp from wrist control cable the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. There was lag or delay in the motion was observed. The complaint was confirmed by failure analysis. The component was updated to the pin and findings updated to stress problem. The root cause of this failure is attributed to a component failure. Isi followed up with the site and obtained the following additional information: the instrument stopped responding to all the surgeon's commands. The customer changed the robot's arm clamp to test it and it still didn't respond to the surgeon's movements. The instrument didn't open, close or rotate.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps was analyzed and failed the imprecise motion test. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however ta lag or delay in motion was observed. The grip cable crimp was dislodged and the instrument would not open or close due to it. Advanced failure analysis (afa) noted that if the grip cable crimp is dislodged, the corresponding grip won¿t be able to open as there is nothing attached to it to allow the cable to pull it open, the cable would just moving back and forth through the grip pulley. Afa believes that the use of an irk would depend on which cable crimp is dislodged. If the other grip still has the crimp installed, that one grip is still able to move normally and there is only a loss of movement on the dislodged crimp grip. If the dislodged crimp grip is connected to the clamping pulley that has the irk feature, the irk would not work since it would be moving the cables with no crimp, resulting in the grip not opening. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps were not responding to the surgeon¿s command. The procedure was completed with no reported injury.

Manufacturer narrative:
Further failure analysis investigation was performed on the returned cadiere forceps instrument. Additional test was performed and could not replicate the dislodged cable crimp. Furthermore, a visual inspection was carried out to observe potential sign of improper/inadequate crimp seating. The visual inspection revealed that the inside of the slipped swage seemed flatter than the opposite side, which may be indicative of an incomplete swage and that the crimp may have been improperly seated during the swaging operation, potentially resulting in dislodgement upon usage of the instrument. While the definitive root cause of the customer-reported event could not be established, based on the further investigation, the most probable root cause of the observed failure mode of dislodged cable crimp may be attributed to improper/inadequate crimp seating during the chisel swaging operation.

Event description:
Refer to h11 for follow-up information.